Event description:
It was reported that the pump's quick bolus/wake button was difficult to press, often requiring multiple attempts to activate the pump screen. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer on how to press the button correctly, but since the issue persisted, they decided to replace the pump. The customer was advised to continue using the current pump until the replacement arrived. The customer received instructions on how to send back the problematic pump, and a replacement was sent out. The customer later called to inquire about tracking information for the shipment.